Event description:
The surgeon fired the instrument and the handle locked. He removed the specimen and checked the staple line but could not feel any staples on the rectum. Procedure: low anterior resection